Manufacturer narrative:
Investigation results were made available. Concomitant medical products : item: liner standard 3.5 mm offset 36 mm i.d. Catalog #: 00630505636 lot #: 63212435. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: hematoma, draining seroma and devitalized tissue associated with macc. Event description: it was reported that a patient required a second revision surgery two weeks post implantation due to hematoma, draining seroma and devitalized tissue associated with macc. Review of received data: legal documentation: this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: the reported event cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: the only information available is the event as reported in the legal documentation: the patient underwent revision surgery two weeks post implantation due to hematoma, draining seroma and devitalized tissue associated with macc. Surgical notes,x-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. Patient suffered from large amount of devitalized tissue from the mechanically assisted crevice corrosion (macc) which can likely contribute to the reported issue. However a definitive root cause cannot be determined with the information provided. Note: this is a split case with zimmer inc., (B)(4) reference number (B)(4). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Note: this is a split case with zimmer inc.(B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a biolox option, head, s, 36/-3.0, taper 12/14 on the right side on (B)(6) 2016 and the patient underwent revision surgery on (B)(6) 2016 due to mechanically assisted crevice corrosion(macc).